Event description:
The explant facility was unwilling to return the explants after attempting to request their return.

Event description:
High lead impedance was discovered during a vns battery replacement surgery after testing on the replacement generator, since the previous generator was unable to be interrogated due to battery depletion. The surgeon replaced the lead. Lead impedance with the replacement lead and generator was within normal limits. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.